Manufacturer narrative:
Eval code-conclusion code was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the pain behind the pump area was not determined. The issue/pain behind the pump area was not resolved, but thought it was from the fall. However, it was also reported the pain had resolved since the fall by itself. The patient was being referred back to surgery and the doctor was to have the catheter tip replaced to t9/10. Regarding the status, it was noted it continued to function normally. No further complications were reported.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 02-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine with a concentration of 3 mg/ml at a dose rate of 0.1 mg/day via an implantable drug delivery pump. It was reported that the patient fell and felt burning pain at their pump site and their back on (B)(6) 2020. The hcp did an x-ray and noted that the catheter tip was lower (t12/1 vs. T9/10). The patient had felt that they had withdrawals, so the hcp turned the pump down and gave them po medication. The patient visited their implanting surgeon, who ordered a dye study and it took several weeks to get them scheduled. The issue was not resolved and surgical intervention is planned to replace the catheter at t9/10 as the hcp feels that it is crucial. The patient will have a surgical consult with their implanting surgeon on (B)(6) 2020. The patient had a medical history of arthritis and ankle surgery. No further complications were reported.